Manufacturer narrative:
Results - timing link.

Event description:
It was reported by service report that the head end pt left side rail linkage arm was broken into two pieces. No pt involvement or adverse consequences are reported.